Event description:
The pt set up their nightly tpn infusion using abbott aim + pump and abbott tubing -13575- lot #620134w. They primed the tubing by gravity, then inserted the cassette into the pump as usual. When they primed the tubing a little more with the pump they noticed that the fluid was being pumped in the wrong direction. They switched tubings with a set from the same lot # and infused without incident that night. They sent the tubing to their home care provider.